Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported his device is off/disabled and no longer providing therapy. An end of service (eos) message was seen. No patient symptoms were reported. The patient says he recharged his implantable neurostimulator (ins) a few days ago and says it was working normally at that time. The patient said that some day last week he went to turn his in on in the morning and saw an eos screen. The patient was upset and was dissatisfied with ins longevity. The patient stated he charged his ins approximately every 9 weeks. The patient was redirected to their healthcare provider for possible ins replacement. No further complications were reported. The indication for implant was radicular pain syndrome (radiculopathies.)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-jun-29. The rep met with the patient on the day of the report for a replacement consult. The patient was very unhappy with the 9 year automatic endo of service (eos) because their ins had been functioning well and they had been getting good coverage so the patient wanted to know if they could restart the implantable neurostimulator (ins)/clear the eos message. The patient stated that they would be willing to sign some sort of liability document to do so. Technical services said they would follow up and get back to the rep. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they wanted a manufacturing representative at their next appointment. They patient inquired about eos and battery longevity. They added that they were never told or never read that the rechargeable battery would last 9 years. The patient also asked if they could bypass the eos message using software coding. No further complications were reported.